Event description:
A customer reported to olympus blurring, abnormal color tone, and partial loss of image with the hd endoeye laparo-thoraco videoscope. The issue was observed during an unspecified therapeutic procedure. The procedure was completed with the same device, no delay was noted. There were no reports of patient harm. The device was returned to olympus and evaluated. Upon inspection and testing, abnormal color tones from the scope were discovered, caused by damage to the charged coupled device and a damaged video plug. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
A review of the device history record found no results or deviations that could have caused or contributed to the reported issue. It has been over 8 years since the device was manufactured. The device was returned to an olympus repair facility and evaluated. Upon inspection and testing, improper color tones on the image were discovered, caused by damage to the charged coupled device and a damaged video plug. In addition, damage to switch 1 caused water tightness to be lost. Switch 1 also had a scratch. The bending section cover had a scratch and chipped adhesive. The video connector had a scratch. The bending section could not be firmly fixed, caused by a damaged forceps elevator lever. Based on the results of the investigation, the root cause of the irregular color tones of the image could not be determined. Olympus suggests that the user handle the device in accordance with the device IFU (instructions for use.) Olympus will continue to monitor the field performance of this device.